Event description:
The customer reported via our sales rep, that he noted prior to a surgery that the instrument is broken off at the tip.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result and conclusion will be made available following engineering eval.